Event description:
During remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming was preformed to resolve event. The patient was stable with no consequences.